Manufacturer narrative:
The account reported a foley catheter broke and had to be replaced. The catheter was inserted and had been in place for 3.5 hours when the catheter broke near the base of the connection to the drainage tubing. The patient was being treated with chemotherapeutic drugs; the staff was not directly exposed to the patient's urine. The foley catheter was discontinued and new catheter inserted. A sample was not returned and a root cause has not been determined. Due to the reported incident and in an abundance of caution this medwatch is being filed. Device not returned.

Event description:
It was reported a catheter broke and had to be replaced.